Event description:
The customer reported a ventilator experienced having a non-responsive nav-ring issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation, it was reported that the customer can bypass the navigation ring issue by navigating through the settings via the touchscreen and the settings are maintained. Additionally, the nav-ring failure is not changing the ventilator delivery and the nav-ring failure has never accepted a value without input from the customer. Therefore, this complaint is no longer reportable. It was reported that a front bezel was consumed. Further information regarding repair has been requested from the customer and philips field service engineer (fse) but no response was received.